Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.200 in x 0.120in was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation related to the customer reported complaint. The instrument was found to have a detached fragment. The fragment measured approximately 0.200in x 0.120in and was not returned with the instrument. The fragment originated form the broken grip. The event caused wholly or partially by the user of the device to include sample handling. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suture cut needle driver instrument had a broken jaw. No fragments fell into the patient. The procedure was completed with no reported injury.